Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in diaphragm valve side assessed, as cracked valve seat diaphragm valve. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, "deflation". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/14/2024.

Event description:
Healthcare professional reported, "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.